Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visible inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Pt info-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+1.0/015 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2021. On (B)(6) 2021 the lens was explanted due to excessive vault and the problem was resolved. The cause of the event is reported as unknown. Reportedly, "the patient was nervous and refused to take the surgery again."